Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of this issue is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc, (isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was no injury to the patient. Patient demographics provided.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report issues with the erbe and cautery issues. Coagulation was not working . Tse viewed logs and multiple erbe errors were present. Tse had caller disconnect foot pedal cables, caller disconnected the rcb cable instead of foot pedals, caller connected rcb cable and reported issue was intermittent but still occurring. Customer was switching to the forcetriad generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue was confirmed using system logs. Log review revealed error c-38, m-11, c-30, m-18 , and c-34. The erbe was tested using the system, error c-34 when firing monopolar coag, and a review of the internal erbe log showed error c00 and m-11. The complaint was confirmed based on the field evaluation and failure analysis], which indicates that the device may have contributed to the customer reported issue.